Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming and unit alarms not functional. The key failure is pe valve is leaking. Additional malfunction is power switch, no alarm.